Event description:
The customer reported that they received an erroneous result for one patient sample tested for testosterone. The sample initially resulted as 0.486 nmol/l and this result was reported to the doctor as 0.48 nmol/l. The sample was repeated and resulted as 9.28 nmol/l on (B)(6) 2014. The sample was also repeated again, resulting as 9.41 nmol/l. The patient was not adversely affected. The testosterone reagent lot number was 17878201 with an expiration date of 10/31/2015. It was noted by the customer that some sample tubes had clots. A general reagent or instrument issue were determined to be unlikely as a root cause.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Based on the available information, it is likely that the root cause is related to pre-analytic sample handling.